Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff completely "released from the tot, not performing the necessary sealing, requiring its exchange". Patient involvement unknown.

Manufacturer narrative:
No device or photographic evidence was received for investigation. Therefore, the report complaint is not confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.